Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a loss of fluid column. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was prepped per the IFU and was inserted. The sgc was advanced to the left ventricle and the dilator was removed. The clip delivery system (cds) was inserted into the sgc, but pressure was noted, and the clip was being forced out of the guide. It was then noticed that the sgc lost fluid column; therefore, the cds was removed and aspiration was performed. It was noted that no air had entered the patient. The sgc was removed and replaced. The cds was reinserted and was successfully implanted, reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: it was noted that there was difficulty inserting the clip delivery system (cds) into the steerable guide catheter (sgc). No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. A tear was observed in the silicone valve. The reported leak (loss of fluid column during procedure) appears to be related to the observed torn material (torn silicone valve). The cause of observed silicone valve tear could not be determined. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.